Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced dizziness during their rehabilitation class. The patient was seen in the emergency department and intermittent loss of capture was observed on the hospital telemetry. Interrogation with a programmer resulted in a red warning screen indicating the device was operating in safety mode. Device replacement was recommended and the patient was admitted for a replacement procedure that was performed that day. The chronic right ventricular (rv) lead was tested and performed well with the new device. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced dizziness during their rehabilitation class. The patient was seen in the emergency department and intermittent loss of capture was observed on the hospital telemetry. Interrogation with a programmer resulted in a red warning screen indicating the device was operating in safety mode. Device replacement was recommended and the patient was admitted for a replacement procedure that was performed that day. The chronic right ventricular (rv) lead was tested and performed well with the new device. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.